Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's pump site was red and had a rash. The patient was diagnosed by the hcp with cellulitis at the pump site. The patient had pruritis over his abdominal trunk. The patient had a history of eczema following the infection site over pump. The patient had an infection. The hcp stated that the "skin remained stress with inflammatory response" and was at risk for erosion. It was also noted that the patient had a right lower extremity ulceration wound concomitantly which responded to antibiotic therapy. The pump was explanted. The medication being delivered via the device was lioresal.